Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 user interface (ui) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
It was reported that the ventilator had a bad touchscreen. There was no patient involvement. The service engineer (se) inspected the device. The se found no issue with the touchscreen. The se found that the unit turns on and off by itself. The se replaced the user assembly to address the reported issue and the ventilator was returned to use.